Event description:
A cypher stent patient called for medical information and reported additional adverse events. The patient¿s medical history is significant for coronary artery disease arthritis, gout, hyperlipidemia and angina and an allergy to a duragesic patch. The indication for the procedure was unstable angina. Angiography was performed and identified a lesion in the mid left anterior descending artery (lad) with severe bridging of about 90% during systole. The lesion was treated with a 2.75mm x 33mm cypher stent which was post-dilated with the stent balloon to 24 atmospheres. That was followed by the implant of a 3.5mm cypher stent proximal to the first. The residual stenosis was reported as 0%.the recommendation was that the patient take plavix for one year, followed by plavix every other day for one month, followed by plavix 3rd day for one month, and then off. Approximately eight months later the patient was admitted with acute coronary syndrome and 90% restenosis was observed at 2.75mm x 33mm cypher in the mid lad. The event was treated with the implant of a 2.5mm x 8mm endeavor stent. At eleven months, the ivus study showed that there was a 60% stenosis of the 2.75 stent immediately after the 3.5x13 cypher stent.

Manufacturer narrative:
Additionally, the ivus study showed that the 2.75mm cypher stent was under deployed. The physician recommended aggressive treatment with medical management that should include aspirin indefinitely and plavix for one year. The patient should also be advice to follow a strict vegan diet and exercise daily. Eleven months after the index procedure, the patient was admitted with chest pain. Angiography showed that the lad is a medium sized artery with no significant disease proximally. Right before the stented segment in the mid lad, there appears to be a questionable 40% narrowing. The stented segment after that was patent. Right after the junction between the 3.5 and 2.75 stent has a hazy and there might be about 60% narrowing. The first diagonal was tiny. The second diagonal was small and had no significant disease. Distal to the stent, there appeared to be no significant obstructive disease. Ivus conducted during the same setting showed that the area immediately proximal to the stent harbored no significant disease whatsoever. The 3.5 stent was fully deployed. The 2.75 stent immediately after the 3.5 stent appeared to have a mostly eccentric, but somewhat concentric lesion with minimal cross-sectional area of 3.7mm squared. That also appeared, for the most part, to be somewhat under deployed (this has been captured as stent malapposition). The borderline in stent stenosis affecting the mid lad artery was treated with a dura star balloon inflated to 20 atmospheres. The result for this event was successful angioplasty of 60% instent stenosis of the mid-lad with no residual stenosis at the end of the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. While late stent malapposition has previously been associated with brachytherapy, review of current literature demonstrates some authors suggest drug-eluting stents may have the same potential risks as brachytherapy, in terms of the anti-proliferative effects on vascular smooth muscle cells and endothelial cells. Without being able to review the ivus films, the stent malapposition could not be confirmed. Review of the information provided suggests that vessel/lesion characteristics (stenting in the area of a myocardial bridging) may have contributed to the reported events. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 3003742446-2010-00089 & 3003742446-2010-00090.